Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Customer reported hand pieces were getting hot. The okm territory manager visited and tested the customer¿s hand pieces and his own and after running them for around 2 mins the hand pieces all got hot. The okm territory manager changed the attachments and it made no difference. The attachments got so hot you could not comfortable hold them, the hand piece itself also got hot. After running for a while smoke could be seen coming from the holes on the attachments. Finished the procedure with a similar device. 3 demonstration stock and one customer-owned handpieces.

Manufacturer narrative:
It was confirmed that the handpiece temperature became hot when operated outside the specified duty cycle. Based on our testing, most hsd handpieces will surpass the 48 c heat threshold if run continuously for 8-10 minutes (from ambient starting conditions ranging from 20-22degc). There were no observations of smoke observed during any part of the evaluation process. Per dfmea (B)(4), the drill body becoming hot is identified as a recognized potential failure mode with a severity rating of (B)(4). The identified potential effect of the failure is possible surgeon discomfort and delay of procedure ( user annoyance). The device is operable and safe.